Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a high scan of 132 mg/dl on the adc device compared to a laboratory glucose result of 42 mg/dl. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was 6 days. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced symptoms such as chills, lightheadedness, dizziness, loss of consciousness and was unable to self-treat. The customer was seen at the emergency room and had contact with a healthcare professional; however, details of the treatment were not provided for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.